Event description:
It was reported that during a procedure of the left common iliac, while attempting to advance the device, the stent dislodged from the balloon. It was suspected that the sheath may have caught and contributed to the stent dislodgement. An absolute device was used to crush the dislodged stent against the vessel wall in an unintended location. A second omnilink device was used in the target lesion. The patient was reported in good condition. No additional information available.

Manufacturer narrative:
Quality engineering was unable to complete their investigative analyis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance investigation revealed that the catheter was returned with contrast visible in the balloon and in the shaft. The stent had been deployed and was not returned. The balloon had been inflated and was returned loosely folded. There were crimp marks from the stent visible on the balloon surface. There were no other anomalies on the device to report. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.